Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. No numbers appeared on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an alarm during the basic occlusion test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.